Manufacturer narrative:
The device was returned for evaluation. Customer reports of stenosis and structural valve deterioration were confirmed through observed calcification. X-ray demonstrated wireform was intact but metal band was deformed at leaflet 2 and moderate calcification on all three leaflets. Calcification restricted leaflet mobility and led to stenosis. Host tissue overgrowth on the stent circumference was minimal at both the inflow and outflow aspects. Sewing ring and cloth was cut in multiple areas around the valve and exposed the metal band around the valve on the inflow aspect. Multiple threads remained attached to the sewing ring around the valve. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that a valve model 3300tfx23mm implanted in the aortic position was explanted from a 65 year-old patient after an implant duration of six (6) years and eleven (11) months due to structural valve deterioration (svd) leading to stenosis. Per product evaluation findings, moderate calcification and minimal host tissue were also observed. The patient presented with shortness of breath before the explant procedure. A 23mm inspiris resilia valve was successfully implanted in replacement. The patient was discharged.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.